Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During the pump load test the pump was found to be unable to detect the cartridge. The pump cover was removed and an intermittent connection was found in the force snsor circuit due to a broken solder connection.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the user reported to animas that the pump dispensed insulin from the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.